Event description:
Pt became brady cardic. Placed on codemaster defibrillator. Pt became asystolic. Pacing cable would not function. Required stuff to obtain second pacing cable. Delay due to malfunction of initial pacing cable.